Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 140 mg/dl an hour before the incident. The customer used food, juice, and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness while in their car. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery a they had a manual bolus of 22.3 units which they did not program. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.